Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the surgeon usually used the .008" setting but was forced to move the depth to .012" to achieve the same results. One surgeon took .008" and barely scratched the surface and the grafts were extraordinarily thin. It varied between units and created lack of confidence. It was necessary to take an initial graft to check thickness prior to taking donor graft and created unnecessary scarring for the patient and explanation of wound to the parents.

Manufacturer narrative:
Device was manufactured on 9/6/1994 and has been previously repaired at zimmer biomet surgical on 6/12/2015. Investigation revealed nicks to the control bar and width plates. There were no major issues noted. Prior to repair, the device met calibration and side to side specifications at all tested thickness settings. The device operated within motor speed specifications and the master blade was flush with the control bar. Repair of the device included replacement of the width plates, control bar and standard repair parts. The customer's reported events were not reproduced during testing and causes cannot be determined. The device was repaired and returned to the customer. There are no recommended actions at this time.